Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for needle breaks off during use (in vial) on lot # 8036922. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8036922. All inspections were performed per the applicable operations qc specifications. There were eight (8) notifications [200747072, 200745690, 200748188, 200740711, 200746677, 200746432, 200742982, 200753240] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned based on the above, no additional investigation and no CAPA is required at this time investigation conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of bd insulin syringe with the bd ultra-fine¿ needles had the cannula break off on the vile while trying to draw insulin.

Manufacturer narrative:
Investigation: samples were received by the customer. The following investigation has been updated: h.6 investigation summary: a complaint history check was performed and this is the 2nd related complaint for needle breaks off during use (in vial) on lot # 8036922. Investigation summary: customer returned (4) loose 1cc, 8mm syringes. Customer states that the needle breaks off in vial when trying to draw insulin. All returned syringes were examined and no broken cannula was observed. A review of the device history record was completed for batch# 8036922. All inspections were performed per the applicable operations qc specifications. There were eight (8) notifications [200747072, 200745690, 200748188, 200740711, 200746677, 200746432, 200742982, 200753240] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that an unspecified number of bd insulin syringe with the bd ultra-fine¿ needles had the cannula break off on the vile while trying to draw insulin.